Event description:
The customer reported the systems locked up during a procedure and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and pcbs. System operates as intended. (B) (4).